Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the non-calcified, severely tortuous distal right coronary artery (rca). A non-bsc "38-35" stent was first implanted in the mid rca. Next, an unspecified guide wire was advanced to the distal rca and then a non-bsc 3.0x15mm balloon was advanced for pre-dilatation of the lesion. Then a taxus liberte 3.00x28mm stent was advanced in the rca, but the distal tip of the delivery system got stuck in the non-bsc stent and would not cross through it. The guide wire was exchanged and a double wire technique was performed, but the device still would not cross the lesion. The stent delivery system was removed and it was noted the proximal edge of the stent was "deformed". The procedure was completed with a non-bsc 3.0x35mm stent. No patient complications were reported and the patient status was reported as "good".